Event description:
High readings on his ultra meter. A medical affairs speciaist (mas) mailed a letter to the pt since the user could not be reached by telephone for future clarification. The last time the pt tested his blood glucose was 02/2006 and rec'd a 65 mg/dl at bedtime. No information on when the pt tested his blood glucose and rec'd a 814 mg/dl. Prior to receiving the 184 mg/dl the pt has been feeling shaky and sweaty. He had taken his insulin after attempting to use the meter. The pt contacted emergency services and was advised to eat peanut butter and jelly and to drink orange juice. The pt tested on a physician's meter with 10 minutes and rec'd 155 mg/dl. The test strips were in good condition and not expired. A quality control test was done on the test strips and the test strips passed using the control solution. The technique of applying blood on the test strip was correct. Customer care agent (cca) sent the pt a replacement meter. No further clinical info was provided. It would have been helpful to know the pt's diabetes regimen, readings prior to the incident, the date of the incident, when the pt visited the phytsician and when he obtained the blood glucose reading of 184 mg/dl. The complaint is being reported since the pt's symptoms did not correlate his blood glucose readings. The pt was advised by a medical professional to eat food and draink a beverage to elevate his blood glucose.